Manufacturer narrative:
D: 1,2 g:5 d: 1,2 g:5.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using apidra insulin with the pump. Customer was informed that apidra insulin is off-label per the user guide. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 250 mg/dl. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.